Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the pulse generator exhibited sensing anomaly. The device was reprogrammed. The patient was fine and would be followed up.